Manufacturer narrative:
As reported, the patient was implanted with a phasix st mesh during a bowel obstruction procedure. Post surgery the patient developed a seroma which they packed. A gauze was inadvertently left in the patient which became infected and was removed. The surgeon noted that the phasix st mesh was almost detached free floating. As reported the patient is recovering as expected with the gauze removed. Based on the information provided the degree to which the phasix st mesh implant used to treat the patient, may have caused, or contributed to the postoperative seroma is unknown. The reported infection appears attributable to a retained gauze, which was subsequently removed. The contribution of the device to the reported finding that the mesh was ¿almost detached¿ remains unclear due to limited clinical detail. Additional information was requested; however, the only response received indicated that the reporter had no concerns regarding the mesh. Seroma formation and infection are clinically understood potential complication of surgery/use of the device and are identified in the instructions-for-use provided with the device, as possible complications. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (18-may-2026) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a morbidly obese patient undergoing chemotherapy presented with a bowel obstruction; the surgeon placed underlay with phasix st mesh. During the procedure a previously placed mesh from a long time ago that failed was found. The patient underwent a chemotherapy session and developed a postoperative seroma which was packed. A fowl smelling odor was noticed and it appeared that a gauze was retained and became infected. The gauze was removed and the patient was treated with antibiotics. The surgeon states that the phasix st mesh almost detached free floating. Patient is finishing chemotherapy and will have breast cancer surgery soon. Believes the hernia has come back (appears to be referring to the unknown previously placed mesh.) In response to additional information requested the surgeon stated the following: "this really wasn't a complaint about the mesh. I had no concerns about the mesh and cannot say whether it is infected or not. The patient is recovering as expected with the foreign body (gauze) removed and I am not intending to file a complaint about the mesh. Thank you. "